Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6), 2021] -mold (1 cfu/100ml), pseudomonas sp. (5 cfu/100ml) and stenotrophomonas maltophilia (3 cfu/100ml) [second time; (B)(6), 2021] -mold (2 cfu/100ml) the device had been reprocessed with an olympus automated endoscope reprocessor model etd4 (not available in the USA), using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation but was returned to olympus (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department sent the device to a third party laboratory for microbiological testing. <result before the repair> [(B)(6), 2021] channel rinsing water: 7cfu/endoscope (7cfu/100ml) coagulase negative staphylococci. [(B)(6), 2021] channel rinsing water: >100cfu/endoscope (>112cfu/100ml) gram positive bacteria. [(B)(6), 2021] biopsy channel: 6cfu/endoscope (20cfu/100ml) gram positive bacteria, staphylocoques coagulase negative 36°c. Suction channel: 4cfu/endoscope (10cfu/100ml) gram positive bacteria. A/w channel: 1cfu/endoscope (4cfu/100ml) brevundimonas diminuta. Auxiliary water channel: 27cfu/endoscope (90cfu/100ml) gram positive bacteria. <result after the repair> biopsy channel: <1cfu/endoscope (<1cfu/100ml). Suction channel: <1cfu/endoscope (<1cfu/100ml). A/w channel: 1cfu/endoscope (3cfu/100ml) gram positive bacteria. Auxiliary water channel: <1cfu/endoscope (<1cfu/100ml). The manufacturing record was reviewed and found no irregularities. Biopsy channel of the subject device had not been replaced for more than 3 years. Relation between the event and the device could not be identified. The exact cause of the reported event could not be conclusively determined.